Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient felt dizzy, had dry mouth, and was unable to concentrate. The patient¿s cgm was reading 157 mg/dl, but the bg meter was reading 50 mg/dl. The patient self-treated with orange juice and the patient¿s daughter drove him to the emergency room (ER). At the ER, the patient was treated with an unspecified IV ¿bag¿ and a candy bar. After a few hours, the patient¿s bg level stabilized to 179 mg/dl (it was not specified if this was a cgm or bg meter reading). The patient was discharged home later the same day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.